Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral vein was attempted with three proglide devices, using the pre-close technique, via a 6f sheath prior to an interventional septal defect procedure. The sutures of the first proglide device were successfully preplaced. Reportedly, for the second proglide device, no sutures were present when the proglide plunger was removed. The sutures of a third proglide device were successfully preplaced. The sheath was upsized to 10f and the septal defect procedure was completed. The successfully preplaced sutures of the first and third proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.